Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, noise was observed on the rv lead. The patient is pacemaker dependent. Programming change was made. The lead will be replaced. The patient was stable.